Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported that the patient was getting 4-5 times each night and had to go frequently during the day. The patient had been going 20 times in a 24 hours period prior to the implant and after implant the patient was going 11 times in a 24 hours period. At the time of the call the patient was going 15 times in a 24 hours period. At the time of the call the patient did not feel stimulation, however troubleshooting determined that stimulation was turned off. The caller was assisted with turning stimulation on and getting to 2.5 on program 1. When asked if any medical procedure or emi could have contributed to the issue the caller reported that the patient had been admitted to the hospital for a sever urinary tract infection. Additionally it was reported that the patient had pain around the belt line. Also reported was a fall onto a carpeted surface about five weeks prior to the call. The caller was advised to try stimulation for 2-3 days now that stimulation was turned on and if the patient's symptoms did not resolve the patient should follow-up with their healthcare provider (hcp). The loss of therapy was noted to have been gradual. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the cause of the urinary tract infection (uti) was undetermined. The patient was given antibiotics to resolve the uti. It was noted that the patient did not have a history of utis.